Event description:
(B) (4) - peripheral cutting balloon registry.it was reported, in (B) (6) 2004, the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo. The lesion location was distal below the knee (left or right knee was not provided). The reference vessel diameter 3mm, length was 20mm, pre-procedure 90% stenosis, and post-procedure 5% stenosis. There was mild calcification at the target lesion. The lesion morphology showed concentric stenosis and tight stenosis lesion. Level of pain during the procedure was not provided. The patient twelve month follow up assessment in (B) (6) 2005, the target lesion has not remained patent following the procedure; amputation below the knee was performed. No additional data was provided.

Manufacturer narrative:
No date of event provided.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): device not returned for analysis.